Manufacturer narrative:
Product evaluation: complaint history and product history records were reviewed and documentation indicated the product met release criteria. No other complaints to lot. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported an explanted iol with reason " myopic outcome." Clinical reason " refractive miss".